Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd flu+¿ syringes leaked when drawing up vaccine medicine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the most worrying aspect is the amount of under dosed vials due to leakage reported from syringe when drawing up." 15 x 8 doses from the first location and they didn¿t change to these until half way through the day¿.. Only 2 vaccinators were able to draw up the full 9 doses! 13x 8 doses reported in the second location. These are very high numbers.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2006423. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned. However, after examination of the picture, the reported defect could not be identified. Twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation. The retained samples were evaluated and no signs of leakage were observed when the syringes were used to draw up liquid. Based on the investigation results, an exact manufacturing related cause could not be determined for this reported incident. Per the provided feedback, it is possible that the leakage was a consequence of damage to the plunger lip component. However, this cannot be confirmed without the affected sample.

Event description:
It was reported that 15 bd flu+¿ syringes leaked when drawing up vaccine medicine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the most worrying aspect is the amount of under dosed vials due to leakage reported from syringe when drawing up." 15 x 8 doses from the first location and they didn¿t change to these until half way through the day¿.. Only 2 vaccinators were able to draw up the full 9 doses! 13x 8 doses reported in the second location. These are very high numbers.